Event description:
A patient reported experiencing trouble with their cartridge falling out due to loose support. There was no adverse impact to the patient¿s blood glucose level. The patient declined further troubleshooting, so no additional actions were taken.